Event description:
It was reported that the insertable cardiac monitor (icm) eroded through the patient skin spontaneously. The device was replaced with a new icm successfully. The device return status is unknown. No additional adverse patient effects were reported.